Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4) and protocol (B)(4).

Event description:
The healthcare professional reported the sachet was intact and sealed before opening. It was reported that upon opening, the dressing was found to be in two pieces with red tape holding them together. The dressing was discarded without use.